Event description:
It was reported in an article that compared outcomes between patients with and without proton pump inhibitor (ppi) prescription in the stopdapt-3 trial enrolling patients undergoing pci stratified by the no-aspirin (1-month prasugrel monotherapy followed by clopidogrel monotherapy: n = 2,909 "[acute coronary syndrome: n = 2,170, high bleeding risk: n = 1,580]") and the aspirin (1-month dual antiplatelet therapy followed by aspirin monotherapy: n = 2,914 "[acute coronary syndrome: n = 2,171, high bleeding risk: n = 1,566]") strategies at 1 year. The xience everolimus-eluting stents were used in the study and may be related to patient outcomes of cardiovascular death, myocardial infarction, ischemic/hemorrhagic stroke, stent thrombosis, bleeding and target lesion revascularization.details are listed in the article titled, "effect of proton pump inhibitors in patients undergoing percutaneous coronary intervention with aspirin-free strategy".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect(s) of stroke, thrombosis, myocardial infarction and hemorrhage are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.b3, b6: dates estimated d4: the UDI is not known as the part and lot number were not provided.d6: date of implant is estimated.the death referenced in the article is filed under separate medwatch report number.attachment literature article titled, "effect of proton pump inhibitors in patients undergoing percutaneous coronary intervention with aspirin-free strategy".